Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump kept alarming with battery out limit. The patient's blood glucose at the time of incident was 182 mg/dl. The battery out limit alarms were unable to be cleared due to a keypad anomaly. The customer changed the battery and while the pump alarmed again he was then able to clear it. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump monitored for several days. The insulin pump received with normal operating currents. No unexpected battery out limit noted. The insulin pump passed self-test and off no power test. However, the insulin pump received with intermittent button response due to corroded keypad traces. No unexpected clear alarm anomalies noted. The insulin pump received with cracked case at the reservoir tube window corners, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.